Event description:
The fsa reported the following to gore: on (B)(6) 2021, the patient underwent an endovascular procedure to treat a rupture utilizing the gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprostheses (contra leg). The patient tolerated the procedure. It was reported that the patient presented with a type ii endoleak (gore was unaware at the time) after being followed with CT scans since 2022. The endoleak ( lumbar artery ) was found in 2022 and embolized in (B)(6) 2022. The aneurysm measured 5.8cm in 2022. The patient had another CT in (B)(6) 2023 where the aneurysm measured 5.9cm and looked to be a type 1a (gore was unaware at the time). Another follow up CT was done in (B)(6) 2023 where the growth of aneurysm was 6.2cm. On (B)(6) 2023 the physician decided to schedule the patient for a revision of aortic endograft on (B)(6) 2024 (in which gore became aware). On (B)(6) 2024, a reintervention occurred. The physician implanted a gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprostheses (contra leg) and the endoleak type 1a was resolved. The patient tolerated the procedure and is reported to be doing fine.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.